Event description:
Placed a bard lubricath foley catheter into patient 16 fr ref 899916 and instilled 10cc of saline. Upon removing, was unable to deflate or remove ns from balloon. Removed by cutting the port to remove saline. Threw away foley catheter.